Manufacturer narrative:
The returned spacer was analyzed; visual inspection revealed that the spindle cap was completely sheared off from the implant body and was deformed. This damage was sufficient to prevent functional testing. The damage to the implant indicates the failure was likely due to deployment against resistance such as bone and or manipulation of the position of the device by gear shifting of the inserter. The instructions for use IFU states to not force deployment or implant breakage may result.

Event description:
It was reported that during an indirect decompression spacer implant procedure the spindle cap broke and became separated when being deployed. The physician removed the device, inserted a new spacer more posterior, and successfully implanted the device.

Event description:
It was reported that during an indirect decompression spacer implant procedure the spindle cap broke and became separated when being deployed. The physician removed the device, inserted a new spacer more posterior, and successfully implanted the device.